Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced urethral atrophy contributing to recurring incontinence. The patient underwent an artificial urinary sphincter (aus) revision surgery in which a 4.0 cm cuff was removed and replaced in a new location. There were no further patient complications.